Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503202-bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14-2872557. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 3 years post implantation due to chronic dislocation of hip joint and failed abductor muscles. Attempts have been made and additional information on the reported event is unavailable at this time.